Manufacturer narrative:
Literature citation:takashi adachi, taketoshi kushida, jun ikeura, hirokazu iida."experience of unilateral open-door cervical laminoplasty using plate fixation system (centerpiecetm)". A2: mean age of patients was 70.6 years. (B)(6) (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in an abstract that comparison study of pf (plate fixation) group and ha (ha spacer) group (details described below) was conducted for examining expansion rate of intervertebral disc, blood loss amount, surgical time, and post-op complications of each group. It was reported that one screw back-out from lateral mass at c5 was observed in case of pf group, postoperatively.